Event description:
It was reported the scale measured weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Event description:
It was reported the scale measured weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and the model and serial number have been updated.